Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20294. It was reported the patient experienced loss of stimulation. A sjm representative tried reprogramming, however, the scs system was autoreducing. System diagnostics determined high impedances on one of the leads. The patient also stated experiencing a fall and lifting heavy object. The physician requested an x-rays and the surgical intervention will be taken at a later date to address the issue. The patient received two scs leads. It is unknown which one is related to the issue. Therefore, both the leads are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20294. Further follow up identified one of the scs lead was explanted and replaced. Reportedly, the patient had effective stimulation postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.